Event description:
International affiliate reported that needle detached from suture during an aortic aneurysm repair. The needle could not be retrieved and remains in situ within arterial sclerotic tissue. At present the pt is fine.